Event description:
The customer reported an x-ray disabled situation attributed to a stator error during rotation of the c. A stator error is a fatal error message that will result in a loss of fluoroscopy x-ray. There are no reports of pt injury or death associated with the event.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the x-ray tube and high voltage cable. The sys operates as intended.